Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The reported problem (monitor does not communicate with a belt) was confirmed. As received the monitor was failed incoming testing. The cause for the failure was isolated to a shorted u409 on the ca board. The root cause for the shorted component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor contacted zoll to report that monitor sn (B)(4) does not communicate with an electrode belt.